Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that this event did not involve (weld fracture) and is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.

Event description:
The user facility reported that the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the housing broke at the weld during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.